Manufacturer narrative:
The investigation determined that a customer obtained a higher than expected vitros ipth result for an api (american proficiency institute) proficiency survey sample using vitros ipth in combination with a vitros 5600 integrated system. The result was considered higher than expected when compared to the peer result and acceptable range for the survey sample. A definitive assignable cause for the event could not be determined. A sample matrix issue related to the proficiency sample or inappropriate pre-analytical sample handling and storage could not be ruled out as contributing to the events. Quality control results from the day of the event are higher than expected when compared to the cumulative peer mean. An accuracy issue related to the reagent cannot be ruled out as a contributing factor. However, ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros ipth reagent lot 0920. Within run precision was not completed. An instrument issue could not be ruled out as a contributing factor.

Event description:
A customer obtained a higher than expected vitros ipth result for an api (american proficiency institute) proficiency survey sample using vitros ipth in combination with a vitros 5600 integrated system. The result was considered higher than expected when compared to the peer result and acceptable range for the survey sample. Proficiency sample ing-05: 151.7 pg/ml versus expected result of 115.54 pg/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros ipth result was obtained when processing a proficiency sample, so was not reported from the laboratory to a clinician. However, it cannot be confirmed that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).